Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2011: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2011: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿there was a protrusion of bowel into the external oblique fascia indicating inguinal hernia. Large lipoma and the colon was protruding external oblique fascia was reduced into the defect and then the perfix plug was applied over the defect and sutured to cooper's ligament and conjoint tendon, approximated and the flat piece of mesh was applied over that defect and sutured.¿ (B)(6) 2011 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the removal of mesh. Per operative notes, ¿the hernia defect was found in the lateral floor of the canal, appeared to be at the internal ring. There was scar tissue laterally from mesh placement. The inguinal canal contents were mobilized, and the round ligament found traveling inferiorly was ligated. The hernia sac reduced was mostly fatty tissue. The hernia was treated as a lateral direct herniation and the sac was not removed. The hernia was reduced within the defect. The mesh was traveled into pouparts ligament with old suture material was removed and pouparts ligament freed and conjoint tendon was sutured to pouparts ligament and the pubic tubercle. The last sutures incorporated a portion of the mesh plug with old mesh on pouparts ligament.¿ attorney alleged that the patient had mesh migration, pain, hernia recurrence and bowel removal.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 5 months post implant of perfix plug, patient was diagnosed with hernia recurrence and scar tissue thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Note, the manufacturing date (15-oct-2009) is considered to be a best estimate. Updated fields: d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.